Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an atherectomy treatment procedure, loss of aspiration occurred. The target lesion was noted to be a chronic total occlusion. The long, diffuse stenosis was >25cm in length and located in the superficial femoral artery. This 2.1mm jetstream xc atherectomy catheter was selected for use. During the procedure, it was perceived that the device lost aspiration; the staff saw that it had slowed to a trickle and thought the catheter had become occluded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.